Event description:
The complainant reported that during impella cp support for 60-year-old female patient, the impella was noticed to be in the aorta, and was unable to pass the aortic velocity (aov). The pump was therefore removed. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. According to clinical records, the pump was removed because resistance was encountered while crossing the aortic valve. The cause of the delivery issue was most likely patient condition related.